Event description:
It was reported that the right ventricular (rv) lead impedance has been declining. The pacemaker was reprogrammed for patient needs and safety. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: sedr01 implantable pulse generator, (B)(6) 2010; 4524 implantable pacing lead (B)(6) 1993. (B)(4).